Event description:
Caller reported not seeing drops of insulin at the end of tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to replace the tubing and perform the fill tubing step again, ultimately guiding them through the cartridge fill and load process until insulin was resumed. Replacements of infusion sets were also sent to the customer upon request.